Manufacturer narrative:
The device was returned for evaluation, and customer allegation was confirmed. The screen turns completely black and no image is displayed due to damage to the imaging section. A device history record review revealed no issues that could have caused or contributed to the reported issue. The root cause of the reported failure cannot be conclusively identified. The possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device. ¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the device was angulated, it caused a blackout of the image. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.